Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 53 mg/dl to 54 mg/dl. Reportedly, the low bg level was related to the user's addison's disease. The user addressed bg level by drinking soda.